Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in the clinic for a follow-up after receiving a vibratory alert for non-sustained lead noise due to post-paced t-wave oversensing. The oversensing was noted on a stored egm. The device was reprogrammed and remains implanted.